Event description:
Customer states: prior to use on a pt a nurse found the cuff had a difficulty to be inflated. Customer confirmed no pt involvement and pre-test was done.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis.